Event description:
It was reported that patient was experiencing non-targeted stimulation due to lead migration. Reprogramming was unsuccessful. The patient underwent a revision procedure wherein the leads were replaced. Explanted leads will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17203651.

Event description:
It was reported that patient was experiencing non-targeted stimulation due to lead migration. Reprogramming was unsuccessful. The patient underwent a revision procedure wherein the leads were replaced. Explanted leads will not be returned.